Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 10 june 2020: lot 1900325: (B)(4) items manufactured and released on 10-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
The patient came in 7 months after the primary surgery reporting discomfort while ambulating. During a post-op visit the surgeon observed that the femoral component was in 9° valgus. There was zero degrees of varus planned, probably it is the cause of the positioning of the implant during the primary surgery. The patient was mechanically aligned. The surgeon revised the femoral component and poly from a sphere to a semi-constrained. Tibial component was not revised. The surgery was completed successfully.